Event description:
It was reported that there was moisture behind the screen of the customer's insulin pump and the btutons were not responsive. The insulin pump was close to a hot tub and may have become a little wet. Customer's blood glucose was 52 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Pump received with blank display due to moisture damage on electronic assembly. Unable to verify button keypad anomaly due to blank display. The insulin pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.